Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of seroma and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and hematoma.

Event description:
Healthcare professional reported ¿incision and drainage hematoma¿, ¿seroma, fluid collection, insertion or replacement of br¿. This record is for the left side. Device was explanted.